Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. In the revision, the tibial locking bolt and the tibial insert was revised. The locking bolt was revised from a 12mm to a 20 mm and the insert was revised from a size 4 x 12mm to a size 4 x 20mm implant.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.